Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing. The device was reprogrammed. Later, there were other inappropriate shock due to t-wave oversensing. The system was programmed off and a trans-venous system was implanted. There were no additional adverse patient effects. The sicd system remains implanted and de-activated.